Manufacturer narrative:
It was reported that the device been explanted (specific data is not reported). This report is submitted on april 29, 2021.

Manufacturer narrative:
This report is submitted on 05 apr 2021.

Event description:
Per the clinic, it was reported the electrode has been migrated out of the cochlea resulting in no behavioral response. Revision surgery to re-insert the electrode is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.